Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
He patient reported: fit issues and sensitivity and is being supported in case (B)(4). Clinical review: (B)(6) 2024 patient has been refusing to bt for several months. They have asked for calls and supervisor more than once. Explaining why we need the bite photos to best help her and requesting them again. (B)(6) 2024: patient sent the requested biting photos but they were all unlabeled so we cannot determine which step is which. Patient said they are going to an orthodontist to get a letter. I am asking patient to label their biting photos and letting them know that we look forward to receiving their doctor of dental surgery / orthodontist letter. 7/7/2024 update - case has been sent to escalations. (B)(6) 2024 reached out to treating of doctor of dental surgery to see if cust should seek chairside orthodontics due to not making progress on the lower arch, per treating doctor of dental surgery in byte dentist review # (B)(4), patient will need chairside techniques, management to discuss refund.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.